Event description:
On 16-aug-2025, the user reported persistently elevated blood glucose readings on the ilet pump, with the highest reported value of 396 mg/dl lasting approximately 5 hours. The user confirmed the device issued alerts for high bg above 300 mg/dl for more than 90 minutes. On follow-up the same day, the user¿s bg had decreased to 236 mg/dl and was trending downward. No backup therapy, ketone testing, or medical intervention was used, and no symptoms were experienced.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.